Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter powers off during use. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information: the patient indicated she has been a diabetic for "a long time" and because she has been testing for years, she has become more "in tuned" with her body and will test between 1-8 times a day based on how she feels. The patient indicated she is on an insulin pump, she is on a basal rate, and only bolus as needed. The patient confirmed that the alleged issue occurred on (B)(6) 2012 (time unknown). The patient confirmed and clarified she was not feeling well several hours prior to the start of the alleged issue; specifying she had stomach pains, was overly tired, and "felt like crap." The patient clarified that she was under a great deal of stress (do to a family emergency) and she was fully aware that her blood glucose would be elevated as a result of her stressor. The patient's blood glucose reading prior to the onset of her symptoms is not known and it is not clear when the patient last obtained a reading with the subject meter. After the reported power issue occurred, the patient corrected and clarified she self administered "a little bit of insulin at a time" (dosages unknown) and monitored her food intake until her symptoms improved; it is not known when the patient began to feel better. The patient indicated she did not test her blood glucose with a secondary/backup meter. During troubleshooting, the csr noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The patient informed the mss that she had recently replaced the subject meter's batteries; however, the reported power issue remains unresolved. A replacement meter was sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication, however, that the product caused or contributed to a serious injury. The patient confirmed that her symptoms started before the reported issue first occurred. There is also no indication of a delay in treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.